Manufacturer narrative:
The review of provided data confirmed the reported issue. The investigation of the provided data revealed that the session with teo dr 323cs237 started at 09:05:29am. No issue during interrogation. During aida reading, several real-time tests had been successfully performed. The freeze occurred after four communication errors. A pop-up message about communication errors should have been triggered to the user. The trigger of this message is visible in the provided expert data, but its display is not reported by the user. The programmer software was expecting a response from the user to this pop-up message and since no other actions were performed on the subject programmer until 11:14am, we suspect that this pop-up message was not displayed, therefore, no answer from the user was provided and the user reported the freeze of the tablet. The battery was removed at 11:14am. The reported issue could not be reproduced upon the tablet reception at microport crm investigation centre. Two hypotheses may explain the freeze of the tablet: - the pop-up of communication errors was not displayed - the pop-up of communication errors was displayed but the tablet froze after its display because of the instability in thread management when aida reading is not over. In this reported case, several real-time tests took place during aida reading. The root-cause may also be the combination of both hypotheses. The workaround is to reboot the tablet. Since the battery was removed suddenly on (B)(6) 2024, a re-ghost of the tablet is advised. The tablet will follow the normal workflow of repair and will return back to the field. This case is retained and utilized for trend purposes.

Event description:
Reportedly, programmer freezes during pacemaker follow-up after a loss of telemetry (the programming head slipped down the chest of the patient). P1+p2 procedure does not work. Only battery removal allows rebooting of the programmer.

Event description:
Reportedly, programmer freezes during pacemaker follow-up after a loss of telemetry (the programming head slipped down the chest of the patient). P1+p2 procedure does not work. Only battery removal allows rebooting of the programmer.